Event description:
Hello, I am a physician and a mother and I currently use the willow 3.0 breast pump with reusable container. I sterilize the containers as directed in their user manual. The containers connect with pump through magnets. Within the last 2 months it has happened 3 times that the magnets have come off. It has happened twice that the magnets were in the sterilizing pot and one time I found the magnet in my mouth mixed in food that was prepared in that pot for both myself and my infant. The last time I was not able to find the magnet and I'm concerned it might have ended up being swallowed by my infant. It seems the company has an adhesive issue. Besides that it is a choking hazard, it also can create a life threatening issue of magnets connecting in the bowel and creating pseudo anastomoses. The company has been very poor in their response and I would like to warn the FDA to prevent any accidents happening with other users or their infants.